Manufacturer narrative:
Upon completion of analysis, it was determined that the touch screen of the device is sometimes not reacting on user touch inputs. The device was repaired and sent back to the customer. The root cause was determined to be a defective touch screen.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer, reported that the touch screen was not reacting to user inputs. Log files shows that the ventilation stopped by user on (B)(6) 2019 at 23:27:57 (device time). After that, the machine was in stand-by until 07:17 in the morning of (B)(6) 2019. As per the technical support, this happened when reporter has approached the machine and noticed that it is reacting on user inputs again. There was no system restart in between. During the night, there are some power button pressed and released log entries visible, but the confirmation dialog was never confirmed. The reporter tried to shut-down the machine but this was not possible as they were not able to slide the touch screen to confirm shut-down. Patient involvement is unknown due to reporter's feedback is still pending for investigation.

Event description:
Touch screen temporary not or not properly reacting on user inputs. On (B)(6), reporter stated that "the device is working properly again and believes that the machine has been restarted."